Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge in an attempt to resolve the issue, however the insulin gauge remained inaccurate. Reportedly, customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 170 mg/dl.